Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to retract over the wire after deflation. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was returned for evaluation. The result of the investigation is confirmed for the reported retraction issue. A 0.014" guidewire was returned within the device. It could not be removed during the evaluation. This is likely due to the stretched inner and outer which was observed for a length of 145mm at the distal end of the device. It is unlikely that the stretching is manufacturing related as 100% inspection for catheter defects is performed during manufacture. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023),

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to retract over the wire after deflation. There was no reported patient injury.